Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A pt underwent a gastrostomy on (B)(6) 2014. The coaxial needle of the anchor broke in the passage of the stomach. The doctor thought the needle was too soft as it twisted during the perforation. The pt did not require any additional procedures due to this occurrence nor did the pt experience any adverse effects. Updated info received: on (B)(6) 2014 from the cook rep: the customer tried to enter a new anchor in the needle but this did not work so they used a second anchor from the set. The physician completed the procedure with just one anchor. No additional info has been provided by the reporter. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures nor any adverse effects due to this occurrence.